Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken connectors. It was also indicated that the lower case was broken and both display wires were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had broken connectors. The epg was returned for service and calibration. There was no patient involvement.